Event description:
It was reported the patient had a loss of efficacy which was unrelated to stimulation therapy. It was stated the patient¿s speech had gradually gotten worse in the last year. It was noted the patient stated the device was working but the improvement was not as noticeable as when the device was first implanted. It was reported the patient had some program changes which affected their speech but helped with their walking. It was also stated their device ¿sometimes goes off¿ and it depends if they go through the ¿electronic or something like that.¿ it was later reported the healthcare provider was unaware of an event that occurred and there was no issue. It was stated there were no abnormal impedance measurements and the patient¿s dysarthria could be programmed out. It was noted no surgical intervention occurred and the patient had occasional dysarthria but the healthcare provider stated it was not a big issue. The patient¿s outcome was reported as no injury.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 7438, serial # (B)(4), product type programmer, patient; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot # v436025, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot # v344574, implanted: (B)(6) 2010, product type lead. (B)(4).